Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin form j3 are damaged. Pictures were taken. Receiver charges and boot up was performed and failed due to usb pin from j3 are damaged. Functional test was performed and failed because receiver could not boot up and/or communicate with tester. Open receiver case for internal visual inspection was performed and passed. The log was not downloaded and because usb connector is damaged. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.